Event description:
During a review of the event history, it was discovered that there was an air detected set alarm that occurred twice during infusion which caused an interruption during delivery. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. The user interface module master software version for this device is 5.09.90, categorized as remediated.

Manufacturer narrative:
(B)(4).a follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). Upon further investigation by baxter, this event has been determined to be non-reportable.